Event description:
It was reported that the patient came for disconnect but the pump finished approximately 6 hours early. The pump shows that there was drug left in the reservoir bag, but it was completely dry. A continuous infusion rate of 3 ml per hour had been programmed, with a total reservoir volume of 15 ml and given 100 percent of dose but bag was bone dry. The amount of medication remaining in the cassette did not match the reservoir volume displayed on the pump. They did not attempt to withdraw the remaining medication in the reservoir to confirm. There was no amount remaining, but it said there was ~15 ml left in the bag. The air detector and the upstream sensor had been turned on. The length of the infusion intended had been set to 46 hours. The length of actual infusion had been set to 38-40 hours, but it was finished early. A cstd was used to fill the cassette. The pump was not used to prime the extension tubing. The line was primed using the syringe. The cstd manufacturer was bd. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated admin set complaint documented on (B)(6).

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. Service history review identified the complaint was not related to a previous service of the device within the review period. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.